Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was observed in the viewing window. The downloaded data showed that the device ran 47 first prime pulses and was deactivated at 965 pulses. No timeouts or drive stalls were observed. The needle mechanism assembly components were thoroughly observed and no damages or defects were observed that would cause a needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the pink slide did not move forward, indicating a failure of the needle mechanism. The blood glucose (bg) levels rose up to 20 mmol/l (360 mg/dl) while wearing the pod on the arm between 5 and 24 hours. A new pod was applied to treat the hyperglycemia.